Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attached: one-year clinical and computed tomography follow-up after implantation of bioresorbable vascular scaffolds in patients with coronary chronic total occlusions.

Event description:
The following information was reported via article titled: one-year clinical and computed tomography follow-up after implantation of bioresorbable vascular scaffolds in patients with coronary chronic total occlusions. This article involved 41 patients with chronic total occlusions (cto) who were treated with absorb scaffolds between (B)(6) 2013 and (B)(6) 2016. At 12 months, noninvasive multislice computed tomography (msct) angiography was performed on 27 of the patients. Msct imaging showed the presence of a remaining dissection in a patient with an unknown absorb scaffold implanted. There was no reported treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
Subsequent to the previous medwatch report the following additional information was received: the scaffold was implanted on (B)(6) 2014 in the left anterior descending artery. The patient returned for follow-up on (B)(6) 2015, at which time the dissection was observed. No additional information was provided.